Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure and bent cannula or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 400 mg/dl while wearing the pod between 4 and 24 hours on the arm. It was discovered that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. Upon removal, the cannula was found bent. No treatment was provided.

Manufacturer narrative:
The device was received fully deployed. Download data showed the device ran for 594 pulses and generated no timeouts, drive stalls or alarms. Inspection of the needle mechanism components found no damages or defects that would result in a needle mechanism failure. The exposed portion of the soft cannula was not observed to be bent, kinked or otherwise damaged. The unexposed portion of the soft cannula was found to be torn and leaking 0.20 inches from the nail head, causing corrosion, and insufficient batteries. It could not be determined if the internally torn soft cannula contributed to the reported event.